Event description:
Event description boston scientific received information that this transvenous ventricular lead administered several inappropriate shocks. Upon interrogation the pacing impedance was out of range. An invasive procedure was performed, and the lead and the device were explanted. The patient was told the lead was fractured, but was unsure why the device was explanted. The patient was out of the country when the surgery was performed.

Manufacturer narrative:
This rv lead was never returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Description boston scientific received information that this right ventricular (rv) lead administered several inappropriate shocks. Upon interrogation, it was noted that the pacing impedance measurements were out of range. An invasive procedure was performed, and the rv lead and the device were explanted. Visual inspection of the lead confirmed insulation damage and a fracture. No additional adverse patient effects were reported. This patient is from the united states but was traveling in (B)(6) when the event and surgery were performed.